Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Doctor put clip in, fired twice and then the device would not fire a third time. Opened a second device and the same issue occurred. Opened a third device which ended up working and the case was completed. All applied trocars were used. Ctf03 and ctf33. Surgeon has used ca500 for the past 5 years. Incident first observed after the first clip was fired. After two successful fires the third clip would not load into the jaws after repeated attempts. This occurred with two seperate clip appliers from same lot. Clips were not loaded into jaws until the clip applier was placed through the trocar. So, clips were not preloaded prior to inserting device through trocar. No loaded clip was removed from the jaws, because the clip would not load. No issues reported by surgeon that the handle or trigger felt any different than normal or any unusual increased resistance. Intervention: user replace with a new one to complete this surgery. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed a dry fire. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: doctor put clip in, fired twice and then the device would not fire a third time. Opened a second device and the same issue occurred. Opened a third device which ended up working and the case was completed. All applied trocars were used. Ctf03 and ctf33. Surgeon has used ca500 for the past 5 years. Incident first observed after the first clip was fired. After two successful fires the third clip would not load into the jaws after repeated attempts. This occurred with two seperate clip appliers from same lot clips were not loaded into jaws until the clip applier was placed through the trocar. So, clips were not preloaded prior to inserting device through trocar. No loaded clip was removed from the jaws, because the clip would not load. No issues reported by surgeon that the handle or trigger felt any different than normal or any unusual increased resistance. Intervention: user replace with a new one to complete this surgery. Patient status: no patient injury